Manufacturer narrative:
(B)(4). The recipient's device was reportedly explanted due to poor performance. The external visual inspection revealed that the electrode array was severed prior to receipt, as well as a slice on the electrode. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented one of the electrical tests from being performed. The device passed the electrical test performed. This device passed all of the tests performed. This older device configuration is no longer manufactured. This is the final report.

Manufacturer narrative:
UDI number: na.

Event description:
The recipient was reportedly experiencing problems with device and elected for revision surgery for a technology upgrade. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. Advanced bionics is currently in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.